Event description:
It was reported that they are returning their device for svc. Description of failure: blue and green cable error, mainly blue cable error. No further info is available. No reported pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.